Event description:
Per complaint (B)(4), a dental implant's head fractured upon placement. The implant was removed and replaced without incident. The patient did not experience any adverse consequences as a result of the event.

Manufacturer narrative:
Corrected: device evaluation results.

Manufacturer narrative:
Follow-up provided to update device evaluation results.